Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3671 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "broken distal on of red lumen where tubing connects to cap. Observed when bedside rn flushing to hep-lock line.' 'Line was exchanged in ir for a provena PICC, date of this was not given."